Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "the tip of the xia 3 torque wrench broke off into the blocker that was being placed in a side by side connector."